Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip had black bits inside the syringe. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR- there was no documentation of issues for the complaint of batch #8086685 during this production run. No sample was received. No photo was provided. Conclusion(s): indeterminate ¿ no sample/photo available. Definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip had black bits inside the syringe. There was no report of exposure, serious injury, or medical intervention.